Event description:
This lead had become dislodged. The physician performed a lead revision on (B)(6) 2012. At this time the lead remains implanted. There were no adverse pt events reported. Should add'l info be rec'd, this file will be updated.